Manufacturer narrative:
On (B)(4) 2017, the fse was dispatched and he found the cup wedged into the stl lane belt. He picked up the cup and performed a z height alignment. The errors cleared and the aia 2000 was functioning as intended. The probable cause of the event was the sorter alignment error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st, the error 4121 stc lane home and 2141 cup - tip lane seal break failure. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.